Event description:
It was reported that the customer's insulin pump was acting funny. The device also alarmed button error and was not delivering insulin. The blood glucose was 9.8mmol/l. The customer was unsure if the device was exposed to moisture or the buttons were pressed for three minutes or longer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to flattened act button dome switch. Further testing could not be performed due to the keypad anomaly. The device had scratched screen, cracked display window corners, broken belt clip slot, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.